Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Corrected: additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7868092. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7868092.

Event description:
It was reported patient lost effective therapy with the right t12 and s1 leads. Investigation was unable to identify which leads attributed to the issue. The patient's ipg also became inoperable. It was unknown if this occurred prematurely. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads and ipg were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 7868092.

Event description:
It was reported patient lost effective stimulation with the drg system. Investigation was unable to determine which lead attributed to the issue. Surgical intervention may be pending to address the issue.